Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross a previously implanted stent. A 3.00x12mm promus element stent delivery system (sds) was advanced to an unspecified lesion; however, the device was unable to cross an unknown previously placed stent. The sds was removed from the patient and the procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is fine. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). A visual and microscopic examination identified distal stent damage. Struts on rows 1-5 were raised and misaligned. A visual and microscopic examination identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).